Event description:
The manufacturer received information alleging a ventilator alarmed for a low circuit leak alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator also failed test steps during testing related to the sensor board. The device's sensor board was replaced to address the issues.